Event description:
The customer reported difficulty setting patient parameters; data is jittery; unable to set rise setting on the unit. The customer reported there was no patient involvement.

Manufacturer narrative:
Conclusion: the determination could not be made that the device failed to meet specifications. The device was not being used for treatment when the reported event occurred, and there is not a relationship of the device to the reported problem. Root cause: contamination buildups were found on the rotary adjustment assembly (nav ring) matrix that causes the nav ring not responding.